Manufacturer narrative:
H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and a small dark area was seen in the head area on the pur (polyurethane) surface. On closer inspection, this was not a particle but individual fibres that are not in the fibre composite and therefore a smaller area in the pur surface (without fibres) appears darker. This appearance can be caused by the process and is not a reject criterion. Furthermore, this appearance has no influence on the performance and safety of the product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a stain was found at the end of a theranova 400 before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.